Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have experienced one occurrence of a failure code 94. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. "This complaint is an ancillary service event opened during the investigation of (B)(4)." The cause was identified to be the configuration option settings checksum not being equal to zero due to a depleted main battery. "To correct this condition the main battery was replaced and all configuration settings were reset as per service manual." If any additional information is received, a follow-up will be sent.